Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant devices: silverhawk plaque excision system, manometer, contrast used solotrust (schering).

Event description:
During inflation of the balloon, contrast solution leaked from the wire lumen. The patient is a (B)(6) female. The target lesion location was the left superficial femoral artery (sfa). The vessel was described as mildly calcified. The patient underwent treatment of the left thigh with a silverhawk plaque excision system, followed by a dilatation with a savvy balloon. The physician made access to the patient on the right side. There was no damage to the packaging of the balloon and the product looked normal when removed from the packaging. There were no anomalies noted during prep. There was no difficulty advancing a guidewire through the lumen of the catheter. The device was not kinked or bent during use. There was no excessive torque used to advance the device through the vessel. The balloon was inflated by a manometer. The contrast to saline ratio was 50:50. The contrast used was solotrust (schering). The pressure was supposed to retain for 60 seconds but the balloon lost pressure. Contrast solution leaked from the proximal end of the wire lumen. The procedure was completed with the defective balloon. It was noted that the balloon had been used previously in the procedure, but a leakage was not noticed. There was no reported injury to the patient.

Manufacturer narrative:
It was reported that contrast leaked from the proximal end of the wire lumen during inflation of the 3.5x10 savvy balloon. The patient is a (B)(6) female. The target lesion location was the left superficial femoral artery (sfa) via right sided access. The vessel was described as mildly calcified. The patient underwent treatment with a silverhawk plaque excision system, followed by a dilatation with a savvy balloon. There was no damage to the packaging of the balloon and the product looked normal when removed from the packaging. There were no anomalies noted during prep. There was no difficulty advancing a guidewire through the lumen of the catheter. The device was not kinked or bent during use. There was no excessive torque used to advance the device through the vessel. The balloon was inflated by a manometer. The contrast to saline ratio was 50:50. The contrast used was solotrust (schering). The pressure was supposed to be maintained for 60 seconds but the balloon lost pressure. Contrast solution leaked from the proximal end of the wire lumen. The procedure was completed with the defective balloon. It was noted that the balloon had been used previously in the procedure, but a leakage was not noticed. There was no reported injury to the patient. A non sterile pta savvy 3.5mmx10cm, 120cm was received coiled and inside a bag. The balloon appears as if it had been inflated and deflated. A kink was noted in the shaft at 5mm from the strain relief. No other anomaly was observed in the returned device. An attempt to inflate the balloon was made per procedure in order to observed any leakage in the shaft, however, no leakage was noted in the kink area, proximal side of the balloon or shaft; the balloon could be inflated completely and maintained the pressure at 10 atm, rated burst pressure (rbp). Controls are in place for the savvy line in order to detect any anomaly in the body/shaft prior to leaving the facility. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The leakage body/shaft failure reported by the customer was not confirmed; the balloon was able to be inflated to and maintained at rbp. A kink was noted in the shaft which did not interfere with balloon inflation; however, the exact cause of the body kink could not be conclusively determined. Based on the product analysis and review of the device history records there is no evidence of any manufacturing related issues related to the device. Therefore, no corrective actions will be taken.